Event description:
It was reported that a patient¿s device battery was replaced because it wasn¿t working and was ¿out of date.¿ the patient didn¿t know why it was not working. The patient¿s healthcare professional told her the battery had 800 hours remaining. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v325860, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).